Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the tip of the open appliers according to the users are that they are not fully aligned. [The user] stated that the tip crosses over". No patient involvement reported.

Manufacturer narrative:
(B)(4). Upon review of the complaint product and observed defect, it was found that the malfunction was not reportable, thus the initial MDR, submitted on 09/13/2024, should be retracted.

Event description:
It was reported "the tip of the open appliers according to the users are that they are not fully aligned. [The user] stated that the tip crosses over". No patient involvement reported.